Event description:
The results of the investigation found the pump's motor to be functioning out of specification. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Found that the pump's motor rotation counter records over 12 million rotations, which is over the limit. The motor was replaced to fix the issue.